Event description:
In 2008, the patient reported his insulin infusion device displayed an e5 end of life message today but he did not receive the a5 end of life alert 2 months before the e5. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.